Event description:
It was reported that a patient with a tactra device experienced pain. A revision surgery was performed. During the procedure, the physician noted that the implant appeared to be eroding in the left corpora, with the left cylinder beginning to erode. The left component was replaced and secured to prevent slide. There were no further patient complications.